Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was increased pain at the surgical site for the implantable neurostimulator (ins). The clinical diagnosis was pain at the surgical site. The outcome was resolved without sequelae. Interventions included medical or non-surgical therapy. The event resulted in in-patient hospitalization and an emergency room visit. The patient reported increased pain at the surgical site. Laboratory testing showed elevated leukocytes. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain at surgical site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.